Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus the socket for the scope/video connector was broken on the visera elite ii video system center. The issue was found during maintenance after a procedure. There were no other devices involved in the event. There was no delay in the procedure in which the subject device was used. No patient harm was reported.